Event description:
It was reported to philips that the system's control module geometry button was defective, preventing geometry movements. The patient was moved to another system to complete the procedure. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and identified a malfunctioning button within the geo module that was unable to pop up. An operator input test showed the button to be active, indicating a defective geo module. The fse replaced the geo module to resolve the issue, restoring proper system functionality. The geo module was returned for analysis and result indicated that no defect or malfunction was found. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.